Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t wave over sensing was observed during a follow-up. Programming changes were recommended. No further information is available at this time.